Manufacturer narrative:
The device was returned and evaluated for the reported issue of air in the line. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was also reviewed and it noted the presence of the low priority alarm 30166. An external inspection was performed and no problems were found. The pneumatic system was checked using the service interface t3 tab and passed. A short simulated therapy was performed and was completed successfully. The reported event was verified through the event history log review, but the cause could not be determined. The sample analysis revealed no device malfunction that could have caused or contributed to the reported problems. Service actions were not required. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cycler device experienced a low priority alarm 30166. The patient was connected at the time of the alarm. This occurred during cycle four of five of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative instructed the patient to return the amia cycler and perform continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was no patient injury or medical intervention associated with this event. No additional information is available.